Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up #1 10/21/2016 device evaluation: the pump has been returned to animas and evaluated on 10/05/2016 with the following findings: the black box data from the date of the event had been overwritten due to continued use of the pump. A batter alarm was occurring as a result of a frozen voltage reading on 09/05/2016 at 9:20. The pump was able to perform the prime steps with no issues. The pump¿s current draws were within specifications. The alleged issue could not be duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #2, 24-march-2017- correction to d4 serial#.